Manufacturer narrative:
Due to character limitation in e1, full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during the use of the equipment that cardiosave intra-aortic balloon pump (iabp) had alarm and the iab loop leaked. The spare equipment has been replaced and no personnel injury occurred.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and the equipment inspection safety disk leakage value exceeded the standard. The fse replaced the safety disk and ran test. All functional inspections of the equipment were carried out according to factory requirements, and the test results passed and met the requirements, and can be delivered to customers for use. The failure analysis and testing dept. Received part number with a reported unit failure of an iabp loop leakage. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.